Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after starting the console, the cardiosave intra-aortic balloon pump (iabp) unit inflated with EKG but were unable to get pressure from the transducer. Changing console resolved issue.

Manufacturer narrative:
Corrected data: b5, b6, b7, d4 (UDI#), d5, d10, e1(initial reporter and email), e2, e3, e4, h6 (clinical and impact code) updated data: b4, g2, g3, g6, h2, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, after starting the console, the cardiosave intra-aortic balloon pump (iabp) unit inflated with EKG but were unable to get pressure from the transducer. Changing console resolved issue. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) reported that they were unable to reproduce the issue. The fse did find the unit to have a faulty pixel. The fse also found multiple logged fault 77. The fse inspected the unit and found the pressure led trunk to have a third-party replacement. The fse replaced the upper monitor (d160-00-0127). The fse recommended to replace the pressure lead. The unit passed all functional and safety tests and was returned to customer. The following was performed by (B)(6) , technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 27 nov 2024. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 rev d, sn: (B)(6) display, 12.1¿ lcd, xga. This part was received with a reported unit failure message of display has a blank spot. Performed visual inspection of this part received and found display has a blank spot on lower left side corner. Please see attached picture. The failure analysis and testing department verified the failure message of display has a blank spot. Retaining display, 12.1¿ lcd, xga in the fat dept. Per procedure 0002-07-d008 rev as. Based on the evaluation results provided by the field service engineer for the reported failure, the failure was not confirmed.